Event description:
It was reported that platelet detached from the shaft during ablation. A backup device was available to complete the procedure with no delay or patient injuries reported. Attempts were made to retrieve further information but no response was received from the complainant.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship between the returned device and the reported event. Visual inspection under magnification shows extensive screen/electrodes wear with scratch/scuff marks and discoloration on the spacer and cap. The insulation at distal end is cut and compromised. There are no manufacturing abnormalities visually observed with the returned device. The returned device had no functionality and registered an error e-7 when plugged into a known good quantum controller. The error was by-passed and the device is producing plasma on ablate/coag settings on the remaining parts of the electrode. The suction line was tested and performed as specified. The complaint was verified, however the root cause could not be determined with certainty since the device was comprehensively used. Excessive wear of screen/electrodes result from vigorous use against bony surfaces; the wand is supplied sterile, and is for single use only. Do not clean, resterilize, or reuse the wand, as this may damage or compromise the performance resulting in product malfunction, failure, or patient injury. Cleaning, resterilization, or reuse of the wand may also expose the patient to the risk of transmitting infectious diseases or results in irregular wear leading to malfunction. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Correction in: initial reporter name and address: space should be blank. Additional information in: describe event or problem. Initial reporter name and address: international zip code: (B)(6). Report source: foreign marked.

Event description:
It was reported that platelet detached from the shaft during ablation. A backup device was available to complete the procedure with no delay or patient injuries reported